Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: due to frequent high oxygen alarms while using this c1, the hospital staff stopped using this c1 and asked the local staff to repair the c1. No patient health problems have been reported as a result of this phenomenon.